Event description:
It was reported that the patient visual acuity was 0.7 distance vision after one month of surgery. The visual acuity pre-operative was 0.8. Compared to the opposite-eye symfony, the near vision visual acuity was 0.6 and distance bcdva was -0.8. She suffered from visual disturbance due to the phenomenon of light spreading when looking at things. Explant was performed. The patient felt ok after the surgery. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.